Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that two hours post stent placement, the pt experienced stent thrombosis and was treated with ballooning and medication. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that thrombosis, as listed in the device risk assessment (ram) and instructions for use (IFU) is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. There was no reported device malfunction at the time of the procedure. In this case, a conclusive root cause cannot be determined for the reported pt effect and the relationship, if any to the mini vision sds.